Event description:
On (B)(6) 2015 the reporter contacted animas alleging that early the same morning, the patient experienced low blood glucose (bg) around 30 mg/dl with severe headache, nausea, and intermittent weakness. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and did not require assistance of a third party to treat the alleged bg excursion. The patient reportedly remained on the pump. A temporary basal rate was reportedly used until the patient¿s bg came back up. Troubleshooting could not be completed at the time of initial contact. This complaint is being ruled out based on the allegation that the patient experienced hypoglycemia and the pump could not be ruled out as a contributor.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/19/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box showed that the last basal delivery occurred on (B)(6) 2015 at 5:30am. The black box data from the time of the alleged incident was overwritten due to continued pump use. A review of the available pump histories did not find any errors, alarms, or warnings associated with the complaint. A review of the available total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.